Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis revealed an insulation abrasion at 9.0 cm to 9.2 cm from the connector pin. An insulation abrasion exposing the outer coil was also noted at 24.7 cm to 26.1 cm from the connector pin and foreign material, most likely etfe coating from a high voltage lead was observed on the outer coil at the same area. The abrasions were consistent with constant friction to another implantable device. These damages likely contributed to the reported oversensing.

Event description:
It was reported that the atrial lead exhibited oversensing. The lead was explanted and replaced. No adverse consequences occurred to the patient.